Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a failed battery test alarm. Customer blood glucose level was 118 mg/dl. Customer advised they replaced the battery after getting the alarm and discontinued using the device. Troubleshooting for the failed battery test was performed. Customer declined to complete the troubleshooting for the failed battery test and stated the device works fine. Customer was advised to monitor the insulin pump and call back if assistance is needed.